Manufacturer narrative:
E1: address: full name of the establishment is (B)(6). The subject device was received and evaluated . Device evaluation found the channel tube (ch-tube) was clogged , forceps and cleaning brush cannot be inserted due to clogging. Due to clogging of ch-tube, the suction function does not work at all. The reported issue was confirmed. Furthermore, the following defects were identified during device inspection: due to clogging of nozzle, water removal ability does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Follow up was made to gather additional information regarding the reported phenomenon . To date, no response is received from the customer. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative sent a repair request reported with an issue of "forceps insertion failure" , (forceps get caught during insertion ). No harm was reported. No patient harm, no user injury reported . Device evaluation , foreign material was found clogged in the channel tube (ch-tube) forceps channel. This report is being submitted due to the finding of foreign material clogged in the ch-tube channel forceps channel (insufficient cleaning (handling problems) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the instrument channel could not be identified and the root cause of the issue could not be determined, as the investigation confirmed that the device reprocessing was performed in accordance with the IFU and no additional information was reported or is available. The event may be detected by following the instructions for use which states: ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿. ¿inspection of the endoscope:¿ 1. Inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts¿. ¿3. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks¿. ¿inspection of the instrument channel:¿ ¿1. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve.¿. Olympus will continue to monitor field performance for this device.